Event description:
Complainant claims that the glenoid component fragmented. Surgeon noted"the smaller head than the collar was the wrong choice for a tight shoulder". On set of symptoms were 010-02-1999.